Event description:
It was reported the user found a hole in the catheter near the hub during patient use. A new catheter was placed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.1.-brand name corrected to arrow ra cath set: 22 ga x 1-3/8" section d.4.-catalog# corrected to ra-04122

Event description:
It was reported the user found a hole in the catheter near the hub during patient use. A new catheter was placed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).